Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2016 alleging on (B)(6) 2016, the patient experienced hyperglycemia with blood glucose measuring 530 mg/dl with associated symptoms of confusion, exhaustion/extreme drowsiness, dizziness/lightheadedness and confusion. The patient reportedly did not receive any treatment above or beyond the usual routine of diabetes care and management in response to this alleged hyperglycemic event. The reporter alleged a suspend issue with the pump in association with the hyperglycemic event. Troubleshooting by animas customer technical support revealed the pump's alarm history showed the patient received occlusion or empty cartridge alarm at the time of the suspend event. No pump malfunction is being reported. Animas cts determined the patient's hyperglycemic event was the result of a training/misuse issue; the pump emitted the appropriate alarm/warning to the patient; patient did not respond appropriately to the alarm/warning. This complaint is being reported because the patient experienced hyperglycemia while on insulin pump therapy as a result of a training/misuse issue.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 02/15/2017 with the following findings: the pump history shows low cartridge warning was recorded on (B)(6) 2016 00:54. The pump was manually suspended on (B)(6) 2016 18:11; the resume time was not recorded which indicates the pump was powered off.. The next time recorded in the basal history is (B)(6) 2016 08:44. The bb is not available for (B)(6) 2016. The black box shows the pump was manually suspended on (B)(6) 2016 23:48. A power on rest occurred on (B)(6) 2016 09:19. When pump was powered back on the time/date was set to (B)(6) 2007 00:28. Pump was manually suspended on (B)(6) 2007 20:01 followed by a por at 20:46. Deliveries resumed at (B)(6) 2016 17:19. Pump was manually suspended on (B)(6) 2016 18:58 and manually resumed at 21:19. Manually suspend (B)(6) 2016 21:21 and manually resumed at 21:33; deliveries resumed at 21:49. Unexplained por on (B)(6) 2016 22:10; deliveries resumed at 09:24. A manual date/time change was made from (B)(6) 2016 22:15 to (B)(6) 2016 22:29.. Pump was exercised for 24hr duration period; no suspending occurred during this time. Pump was able to be manually suspended and manually resumed successfully during testing. All keys on the keypad were found to be responsive to user input. No hypersensitive or stuck keys were observed. The tdd¿s add up correctly and reflect the users programmed basal rates. Pump passed delivery accuracy test and was found to be delivering accurately and within range. No delivery interruptions or alarms occurred during the investigation. Unable to duplicate the complaint.